Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic repair of gastric perforation, when the device was opened, the needle was found detached from the thread. There was no patient injury.